Event description:
It was reported that during the surgery, the doctor was drilling into the distal tibia. The patient had screws made of a material that broke when the previous plate was removed. The drill bit struck one of these screws and broke off at the tip. The broken piece was removed without affecting the patient and replaced with another drill bit of the same type, also included in the kit. The surgery was then successfully completed without discomfort for the specialist, without affecting the patient, and without delays to the surgical schedule.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 323.062-15. Lot number: 60780p3. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 11 apr 2025. Manufacturing site: jabil bettlach. The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed that '323.062, drill bit ø2 w/double marking l140/115 3 had broken tip. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø2 w/double marking l140/115 3 would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes, quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.